Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The ivtm therapy was running through the patient's right femoral vein. During the rewarming phase of the treatment, the thermogard console made a clunking sound and displayed an "air trap" alarm. Additionally, the 500-ml saline bag was found to be dry. However, upon inspection, no fluid was noted around the patient or the console, and there was no liquid on the floor. The customer also stated they did not see any blood in suk, so they assumed the issue was related to the start-up kit (suk) rather than the catheter. The customer replaced the suk, and the therapy was continued and completed. However, the reporter is uncertain whether the same thermogard console was used throughout the treatment or if it was replaced as well. No consequences or impacts on the patient.